Event description:
The hospital reported that during a coronary artery bypass procedure, two of the xpose 4 suction cups would not release, even when it was turned off and the tubing was disconnected. The hospital did not report any patient effects. The product is not returning as it was discarded. Refer to 2242352-2011-011205.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be completed as the product lot number is unknown. Internal file number - (B)(4).